Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14586. It was reported that the patient presented to the emergency room after receiving multiple shocks from their implantable cardioverter defibrillator (ICD). Review of the device transmission revealed that there was noise being oversensed by the right ventricular lead, which caused the inappropriate shocks. The right ventricular lead was capped and replaced, and the ICD was explanted and replaced. The patient was in stable condition.